Event description:
It was reported that the patient developed vegetative endocarditis. The implantable cardioverter defibrillator (ICD) and lead were explanted and no replaced secondary to sepsis. The patient is enrolled in the system longevity study (sls). No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. This device was included in that field action, but returned product testing found the device did not perform as described in the field action.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. 5076-52 implantable pacing lead 2007 (B)(6); (B)(4) implantable cardioverter defibrillator 2010 (B)(6). (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.